Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Ref MFR report # 1627487-2014-12004, -12006.

Event description:
Device 2 of 3. Reference MFR report #1627487-2015-12004.reference MFR report #1627487-2015-12006.this follow up information was previously submitted under MFR. Report no. 1627487-2015-25070 follow up 001. All future follow for this event will be captured under MFR. Report # 1627487-2014-12005.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.